Event description:
Boston scientific received information that this dextrus right atrial lead was found to be pacing in the patient's ventricle one day post implant. Lead dislodgement was revealed and the lead was repositioned. No adverse patient effects were reported. The lead remains actively implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.